Event description:
The md was unable to stabilize lead in right ventricle during pacemaker insertion and obtain sufficient pressure numbers. Another lead from the same manufacturer and same model was then used. There was no adverse sequellae to the patient.